Manufacturer narrative:
It was reported that the saw blade did not fit into the disposable cutting guide. The disposable cutting guide broke during use. The surgeon used another disposable cutting guide provided with the kit to finish the cut. The cutting guide used to complete the cut is a duplicate cutting guide provided with an open cut surface instead of a captured blade slot. The instruments provide the same cut. The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification. Returned device evaluation: the broken disposable cutting guide was returned for evaluation. There were no defects noted on the cutting guide. A root cause of failure cannot be conclusively determined from the available information.

Manufacturer narrative:
It was reported that the saw blade did not fit into the disposable cutting guide. The disposable cutting guide broke during use. The surgeon used another disposable cutting guide provided with the kit to finish the cut. The cutting guide used to complete the cut is a duplicate cutting guide provided with an open cut surface instead of a captured blade slot. The instruments provide the same cut. The case was completed successfully. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the saw blade did not fit into the disposable cutting guide. The disposable cutting guide broke during use. The surgeon used another disposable cutting guide provided with the kit to finish the cut. The cutting guide used to complete the cut is a duplicate cutting guide provided with an open cut surface instead of a captured blade slot. The instruments provide the same cut. The case was completed successfully.